Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their customer's device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt the device was observed switching on automatically. The reported fault was attributed to corrosion on membrane tail due to suspected storage outside of indicated conditions. During the investigation, corrosion was discovered on the membrane tail. The fault could not be replicated after clearing the corrosion from the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their customer's device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.